Event description:
A diagnostic angiography imaging of patient was being conducted; contrast 16ml/sec at 20ml/sec, 1000psi and no rise rate. The tubing cracked and split during injection spraying contrast on the patient, physicians, and sterile field. The high pressure tubing split distal to hub of catheter lengthwise along tubing.